Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR): manufacturing location: monument. Manufacturing date: 30-sep-2022. Expiration date: 01-sep-2032. Part number: 04.037.245s, 12mm/130 deg ti cann tfna 235mm/left ¿ sterile. Lot number: 2145p54 (sterile). Lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet, in process / inspect dimensional / final met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn supplied by jabil (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed. The reported complaint condition of ¿endcap could not be applied¿ does not indicate breakage of the nail or any of its components. Therefore, a DHR review of the components would not be pertinent to the reported complaint condition. Most relevant imdrf annex g code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D10: date of concomitant therapy is (B)(6) 2024.

Manufacturer narrative:
Product complaint (B)(4) depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2024, the patient underwent orif surgery with tfn-middle nail for left femoral transverse fracture. Upon around surgical ending timing, an endcap of 0mm was tried to be inserted, but it stopped in the middle of position, accordingly, the endcap was extracted once and then a locking mechanism was approached to be loose, and this move was conducted repeatedly, but repercussion was steady. As a conclusion, applying the endcap ended up being given up, meanwhile, the locking mechanism was deemed as being located at appropriate downwards position. Our sales rep did not meet at verbal situation, that is, his co-worker reported this time. According to his colleague, locking mechanism tends to typically end to be closed in approximately 20 rotating times, but this time, there seemed to make a kind of sound or feelings with the situation that the locking mechanism was over to be closed prior to reach to the regular rotating times. The surgery was completed within additional 30 minutes. The patient status and outcome were reported as stable no further information is available. This report is for one (1) tfna fem nail ø12 le 130° l235 timo15 this is report 1 of 2 for complaint (B)(4) .